Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible central infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
A report was received that a consumer experienced light sensitivity & pain associated with wear of o2optix contact lenses. Eye care professional prescribed vigamox and referred to md. Md diagnosed left eye central corneal ulcer & added pedforte to treatment regimen. Follow up visit on 4th day indicated event resolving with faint epithelial scar remaining. No further follow up visits have been attended. No further information has been provided.